Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 486 mg/dl. The customer treated for the high blood glucose readings with the pump. The customer stated that he received an unexpected restart, external ram crc error and displayable history crc check failed at startup error from the pump. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.